Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced a skin reaction with infection, extended beyond the patch perimeter. The patient contacted a healthcare provider (hcp), and the reaction was treated with a prescription of auro-cephalexin 500mg 4 times daily for one week. At the time of the report, the patient reported that the infection was still present. No additional patient or event information is available.